Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The door latch hook was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "system error 322" alarm was identified in the event history log. Any pt injury or medical intervention is unk since these items were found during eval of the device. No additional info is available.